Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 3.00mm x 12mm balloon catheter was returned for analysis. Visual / tactile inspection revealed multiple kinks along the hytpoube shaft. No issues or damages were identified in the shaft polymer extrusion. Microscopic analysis revealed that the balloon material identified no pinholes or leaks when inflated to rated burst pressure. The bumper tip was flared in tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage analysis revealed that the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 18 atmospheres with no issues. The encore device was verified before and after use using the druck gauge.